Manufacturer narrative:
Continuation of d11: product ID 97791 lot# unknown serial# implanted: explanted: product type accessory product ID 97791 lot# unknown serial# implanted: explanted: product type accessory product ID 97791 lot# unknown serial# implanted: explanted: product type accessory product ID 977a260 lot# serial# (B)(6), implanted: (B)(6) 2018, explanted: (B)(6) 2020, product type lead product ID 977a260 lot# serial# va1ntr7011 implanted: (B)(6) 2018, explanted: (B)(6) 2020, product type lead h3: analysis of the electrical stimulation lead (serial number (B)(6) found that the lead body conductor was broken at the anchor site. Analysis of the electrical stimulation lead (serial number (B)(6) found that the lead body conductor was broken at the anchor site. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). Revision completed. Swapped leads in header and impedance issue followed the leads. Replaced both leads. Connectivity and impedance checks test wnl and therapy is available on both leads. Leads are being shipped for analysis.

Manufacturer narrative:
Continuation of d11: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2018 explanted: (B)(6) 2020 product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2018 explanted: (B)(6) 2020 product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the patient had no therapy complaints, but they were getting an out of range message. Impedances were checked with 2-6 showing high out of range as well as mber 10. Connectivity showed the issue on the 0-7 lead. The patient was reprogrammed on the 8-15 lead using similar programming as they had originally, just not using the 0-7 lead. The therapy continued to be successful and will reach out to the rep if that changed. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative. It was reported that the patient could no longer turn her stimulation up without getting an out of regulation (oor) message on their programmer. It was noted that there were no falls or other concerns reported from the patient that may have led or contributed to the issue, as the patient didn¿t do anything outside of their standard daily activities. An impedance test was conducted and contacts 2 and 3 had values greater than 40,000 ohms. It was noted that contact 3 was used in one of the patient¿s programs. The manufacturer representative stated that they moved electrodes down one and was able to program as normal. It was reported that the reprogramming resolved the issue of the oor error message. However, the contacts with high impedances were bit resolved. No symptoms were reported. No further complications were reported/anticipated. The patient¿s status at the time of this report is ¿alive, no injury.¿ indication for use is spinal pain. .